Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported that the sensor keeps alarming the customer of high blood glucose readings even after the customer has treated. Customer was unable to clear the alarm after several attempts. Customer stated that the insulin pump is flashing and there is constant alarm. Troubleshooting was performed and it was noted that the issue may be with the keypad. Customer's current blood glucose reading is 157 mg/dl. No further information reported.